Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for remote follow up via merlin.net with loss of atrial capture exhibited by the implantable cardioverter defibrillator resulting in episodes of inappropriate automatic mode switch. Intermittent ventricular capture was also noted. Programming interventions were performed. The patient was in stable condition.